Manufacturer narrative:
Testing of the actual device was unable to reproduce the fault. The manufacturer of the component conducted an investigation. External contamination was found within the valve.

Event description:
Perfusionist reported that the device was slow to reach setpoint, then did not remain at the setpoint as expected. We consider an inability to control the gas management to be reportable, despite no harm to the patient involved.